Event description:
It was reported to philips that the system motorized movements did not work and happened four or five times. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a planned non-emergency treatment, and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the motorized movements were unavailable. Analysis of the log file confirmed that there was error with the longitudinal position during pivot movement. During troubleshooting, the fse found that wheel takes only quarter turn. The fse cleaned the rail and the wheel on the front stand, performed z-rotation and longitudinal calibration. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.